Event description:
The hcp reported that, the pt's critical alarm was sounding and the pump was found to be in safe state. The pt was experiencing increased spasticity as the pump was running at minimum rate. The pt's pump logs were interrogated. The logs revealed multiple motor stalls ranging in length from 6 minutes to 8hrs and 24 minutes. The logs also revealed that the pump went in to safe state due to a reset-low battery. It was recommended that the hcp replace the pt's pump. No pt outcome was reported. The pt's pump contained lioresal. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.